Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse in the USA of an infection found in the catheter and peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer and nurse reported the following. On an unreported date in 2011, the patient experienced a pd catheter infection. On an unreported date in 2011, the pd catheter was removed. The outcome was not reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. The treatment for the peritonitis was not reported. The patient was recovering. Dianeal therapy was ongoing. Concomitant medications were unreported. An opinion for infection found in the catheter was not reported. The nurse reported the peritonitis with (B)(6) was related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The product code and lot number of this product are unknown at this time; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Corrected and additional information was received on a follow up call by baxter product surveillance to the peritoneal dialysis nurse (pdn ). Corrected information: the pdn stated that the cause of the peritonitis was not related to dianeal therapy. Additional information: there is no known product issue related to this report of peritonitis and the brand of the patient's catheter is unknown. A batch review was performed for potentially associated lot numbers h10j18075, h10h31055, h10i30048, and h10j28058 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.